Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) and right ventricular (rv) leads, a lead touched the patient's myocardium triggering ventricular tachycardia (vt). Intervention was required and two additional attempts to place the leads were made. The physician then decided to remove the leads and place an implantable cardioverter defibrillator (ICD) at a future date. No patient complications have been reported as a result of this event.